Event description:
Caller reported an issue with the pump where the cartridge was not fitting properly, and it could not be fully snapped into place. The impact on the customer's blood glucose level was not reported as they declined to provide specific values. Technical support guided the caller through multiple troubleshooting steps, including inspecting and cleaning the pump¿s pneumatic tap area, attempting to reload the cartridge, and filling a new cartridge. Since these efforts did not resolve the issue, it was decided that the pump would be replaced, and the caller was instructed to put the pump into storage mode and return it using a pre-paid label. The caller was informed and acknowledged each step and will continue using their current pump for insulin delivery in the meantime.